Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) was received on (B)(4) 2014. The IFU states visual and auditory alarms tell clinicians and patients about the pump, controller, connections, and power supplies (batteries, ac adapter, dc adapter). A quick reference guide for alarms is located in appendix a. Alarm conditions are classified as high, medium or low. Each of these alarms has a 1) unique sound, 2) visual display (flashing red, flashing yellow or yellow) and 3) message. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage. The device passed functional test and alarms performed to specification. The controller unit worked as intended. A review of the log files was unremarkable. There were no related events found. There was one vad stop recorded at implant which was due to driveline disconnect. The returned unit worked as intended and no hard malfunction detected. Relationship to the reported event could not be confirmed. The cause of the reported failed red led alarm could not be conclusively determined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. Pump remains implanted.

Event description:
Approximately two months and three weeks post heartware lvad implantation, the patient presented to the hospital after experiencing vad stop alarms without a flashing red alarm indicator on the controller. The site performed a controller exchange without injury to the patient. Investigation is ongoing.